Event description:
Affiliate reported that the device was revised, as it was suspected that the device was not controlling the pressure.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.